Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation revealed that the image flickered, displayed horizontal lines on the screen, and intermittently went back, when the light guide tube was manipulated. There was an intermittency detected on two of the electrical connector pins, which was later isolated to the ccd wiring. The device has been serviced and returned to the customer. The cause of the user's experience cannot be conclusively determined at this time. However, if add'l info becomes available at a later date, a supplemental report will follow.

Event description:
The user facility reported that during a diagnostic bronchoscopy, they experienced a total loss of image. The procedure was completed with a different, but similar device. There was no pt injury reported.